Event description:
It was reported that this pacemaker explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model. No additional adverse patient effects were reported. Pacemaker was returned for analysis.

Event description:
It was reported that this pacemaker explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model. No additional adverse patient effects were reported. Pacemaker was returned for analysis. Additional information indicated that this pacemaker was found to be in safety mode. No additional adverse patient effects were reported.